Event description:
Complainant alleged that during a routine test by a clinician the device display faded out on the monitor screen and a high pitched noise was heard. The complainant indicated that there was no pt involvement in the reported failure.